Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips that the device failed to charge when attempting to convert a patient. The customer indicated that the device had a device error service required message and charge button failure messages. There was no negative patient impact. The patient was successfully converted using another defibrillator.